Event description:
It was reported during a permanent trial procedure, the physician experienced difficulty removing the stylet from the lead. The sjm representative indicated the stylet appeared to be broken inside the lead and was causing the a kink to form in the lead. The procedure was abandoned after the stylet could not be removed. A second lead was not attempted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.